Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer exhibited autonomous cursor movement along with multiple audio signals. It was noted that the programmer was unable to turn on as the power supply was defective. It was further noted that the cord bay latch and keyboard left hinge were broken. Additionally the keyboard left slide rails and upper bullets l+r were broken. The lower bullets l+r was missing and the medtronic logo button was broken. The cooling fan was noisy and stylus pen was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement along with multiple audio signals. There was no patient involvement.